Event description:
Patient was revised to address pain. Surgeon found linear wear on patella and discoloration on rp insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The tibial insert component post exhibited wear markings suggesting that debris may have been present in this area. No material defects or inclusions were noted that would have contributed to the observed wear and pitting on the component. Device mis-alignment and third body debris in the joint space were contributing factors to the reported event. No evidence was found indicating product error and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.